Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flushing pump not working. A root cause could not be identified. Based on the results of the investigation, a definitive case for the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- (B)(6). The device was returned to olympus for inspection, and the reported failure not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the subject device the water supply tube came off. The issue occurred during an unspecified procedure. There were no reports of patient harm.